Event description:
The customer reported a false positive result for a pt previously typed as o negative. The customer reported in 2004 that they experienced an issue with a pt sample that was prepared for testing using the tecan megaflex-ID. The final test resulted as o positive and repeat testing on the tecan megaflex-ID as well as manual testing resulted as o negative, agreeing with the pt history.

Event description:
The customer reported a false positive result for a pt previously typed as o negative. The customer reported in 2004 that they experienced an issue with a pt sample that was prepared for testing using the tecan mega-flex-ID. The initial test resulted as o positive and repeat testing on the tecan mega-flex-ID as well as manual testing resulted as o negative, agreeing with the pt history.